Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics.pump also received with minor scratched display window and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting found that the pump is not working before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.